Manufacturer narrative:
The scope was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time. An investigation to obtain more detailed information regarding the reported events is ongoing.

Event description:
This service center was informed that during a post market surveillance study the scope cultured positive for roseomonas mucosa after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
A visual inspection was performed and was unable to find any signs of foreign material/substance/stain inside the instrument channel/ port and suction channel/port. Additionally, there were no signs of foreign substance/materials/stain found on the external the insertion tube, bending section cover and glues, elevator forcep raiser, distal end cover, light guide lens/glue,and objective lens/glue. The scope passed the leak test. The loaner scope was last repaired on june 28, 2018. As part of the investigation, an endoscopy support specialist (ess) was dispatched to the user facility to observe the reprocessing technique of the technician who reprocessed the scope that tested positive. The ess observed the technician leak testing and manual cleaning of the tjf-160vf. All steps in the reprocessing manual were performed. The ess recommended the following: follow the manual and flushing the elevator channel first as the forceps elevator and recess was being flushed prior to flushing the elevator channel. Obtain a container of clean rinse water to flush the elevator recess during manual rinsing. This will maintain a dirty to clean work flow. Remove dirty personal protective equipment (ppe) prior to handling the lid and using the key pad on the automatic endoscope reprocessor (aer). Additionally, an engineer was dispatched to the hospital to review the sampling technique of the sampler and the facilitator who took the sample that tested positive. There were no deviations found during the audit. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used a medivators dsd edge aer to reprocess the subject scope. Although no sampling procedure deviations were observed, based on investigations, improper sampling procedure cannot be ruled out as a contributory factory of the reported positive scope culture.

Manufacturer narrative:
Re-culturing was conducted according to the instruction of post market study after reprocessing of the scope. The re-culturing test results were received from the external lab. The sample tested positive for staphylococcus warneri (1 cfu). Persistent organisms were not detected during re-culturing. The cause of the reported positive culture cannot be determined as the investigation is ongoing.